Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of high w blood glucose levels of 400 mg/dl and low blood glucose levels of 70 mg/dl. Customer's blood glucose value was 156 and 200 mg/dl. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.